Manufacturer narrative:
Concomitant medical products : 5076-58 lead implanted: (B)(6) 2008; 5076-52 lead implanted (B)(6) 2008.

Event description:
It was reported that the left ventricular lead had loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.